Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found reddish material in the pebax; a second closer inspection was performed and it was found with a red/brown material. Additionally, a scanning electron microscope testing was performed on the pebax area and it showed evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device 30317614m number, and no internal action was found during the review. The customer complaint regarding blood had invaded the tip spring part was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling or the interaction of the device with other equipment during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that four (4) hour after the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the patient¿s body, it was observed that blood had invaded the tip spring part. The catheter was changed to resolve the issue. The procedure was completed without patient's consequence. The customer¿s reported issue of blood inside the pebax is considered to be not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 5/28/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found a reddish material inside the pebax. This finding was also assessed as not reportable as it is consistent with the customer¿s reported event and the blood inside the pebax is considered to be not MDR reportable. On 6/17/2020, during further evaluation a scanning electron microscope (sem) anlaysis was performed. Sem results showed evidence of mechanical damage and a hole on the pebax surface. This finding of a hole on the pebax was assessed as MDR reportable since the integrity of the device was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 6/17/2020 and reassessed this complaint as MDR reportable.